Event description:
It was reported that the unspecified bd¿ pen needle had faulty needles. The following was recieved by the initial reporter: verbatim: a patient at the pharmacy has turned up with faulty needles. The needle used to puncture the cap of the insulin pen is missing. This is a problem because the patient doesn't know whether he's really injected the insulin. Is this a known problem?

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle had faulty needles. The following was received by the initial reporter: verbatim: a patient at the pharmacy has turned up with faulty needles. The needle used to puncture the cap of the insulin pen is missing. This is a problem because the patient doesn't know whether he's really injected the insulin. Is this a known problem?

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.